Event description:
Blood sugar at 600+. I have a broken minimed pump (missing retainer ring). The official recall states that pumps were not distributed after (B)(6) 2019. However, my pump was sent to me in december 2019. Because I got the warning letter in (B)(6) of 2019, I just automatically assumed that I did not have to inspect my pump for damage. Turns out I was wrong. When I tested my sugar monday morning, I got an alert saying that my sugar was over 600. My blood sugar meter isn't even capable of testing after it hits 600. FDA safety report ID# (B)(4).